Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type ib endoleak event is unconfirmed due to a suboptimal imaging provided. The type ii endoleak of the lumbar arteries is confirmed and is an anatomy related. Procedure related harms for this event could not be determined. During the clinical assessment it was determined that there was evidence to reasonably suggest coiling in the distal aorta had occurred that was not included in the event as reported. The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result remove code 3233 h6: conclusion remove code 11

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
The patient was initially implanted with an intuitrak bifurcated stent graft and powerfit aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately nine (9) years post initial procedure, a type 1b and type 2 (non-device related) endoleaks were identified. An intervention was completed. The physician elected to implant an ovation ix limb extender to treat this event. As of the date of this report, there have been no additional patient sequelae reported.